Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number, manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "fretting and crevice corrosion may occur at interfaces between components."

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a right hip revision on (B)(6) 2013 due to pain. Operative report further noted the head/taper adapter was cold-welded onto the stem and gray-white corrosion at the trunnion. The acetabular cup was well fixed. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor acetabular system and a biomet head and taper adapter.